Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the device registered an alert for long charge time limit reached. The patient was brought into the clinic and the device received a timeout during a manual capacitor maintenance. The device was explanted an replaced. The patient condition is well.